Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient had a skin reaction that consisted of swelling, redness, pus, and appeared infected. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2020 who prescribed an unspecified oral antibiotic. No additional patient or event information is available.